Event description:
Caller reported that the cartridge was not fitting properly on the pump and was not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the o-ring from the pneumatic tap using an alcohol wipe or lint-free cloth for cleaning, inspect the cartridge, and follow on-screen instructions to ensure the cartridge clicks into place. Caller was able to successfully load the cartridge and resume insulin delivery.